Manufacturer narrative:
Consumer agreed to return the product for evaluation.

Event description:
Consumer claims that the stem of the toothbrush was loose and while he was brushing his teeth, it chipped his tooth.

Manufacturer narrative:
On (B)(6) 2017 12:43:39 pm - the handle arrived in used and dirty condition with no charger, or brush head included. The handle will turn on, operate and charge on the lab charger. Customer has attempted opening device as evidenced by marks on end cap. Charged the handle for 24 hours and it failed the device operational test due to low amplitude specification. Internal inspection revealed a loose brush hub screw. The excessive movement caused a slight tear in the upper seal. There is a slight slurry residue on the brush hub, but there is no other indication of liquid intrusion on the upper drive train, or the pcb. Retested the unit for amplitude and frequency with the brush head screw tightened and the unit passed operational test. On (B)(6) 2017 12:43:39 pm - the root cause of the customer's complaint is loose brush hub screw. There is an internal investigation initiated to determine the cause of the brush hub screw coming loose.

Event description:
Consumer claims that the stem of the toothbrush was loose and while he was brushing his teeth it chipped his tooth.